Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a 30k fsi-sli-1000 insert, the new cavitron tip was used twice and on the third time, the tip heated up and no water came through; no injury resulted.

Manufacturer narrative:
Visually inspected and verified the insert has water and vibration. The insert was tested on a digital thermometer gauge # 6116 due date: 07/31/19 the temperature is 85.0 degrees. Specification states not to exceed 118.4° f. (Per frs-9175 rev. 9). This insert meets spec.